Manufacturer narrative:
Isi did receive the universal surgical manipulator (usm) involved with this complaint and performed the failure analysis. The usm was analyzed and found to have no functional issues when installed on an in-house system. The usm passed all relevant testing when installed on a test fixture. The complaint was not confirmed based on failure analysis the probable root cause cannot be determined based on the information available. Failure analysis was unable to replicate the issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) contacted the technical support engineer (tse) and reported that customer informed the surgeon intermittently could not control the camera when it was installed on arm 3. The fse stated that site swapped patient side cart (psc) which seemed to resolve the issue. The procedure was completed using another patient side cart with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed using another patient side cart. The staff informed that the issue was with the universal surgical manipulator (usm) and the issue did not occur with another patient side cart. There was no non intuitive motion. The image did not go inverted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.